Event description:
The customer reported a missing anti-k when testing with biotestcell-p3 on tango optimo. The customer reported that another sample of the same patient yielded a correctly positive result. Customer reported that the sample that had caused an allegedly false negative test result is not available. The customer had returned the patient sample that had yielded a weak but correctly positive result but not the supposedly defective product. Therefore, our quality control laboratory tested the patient sample with the retained sample of biotestcell-p3. The patient sample yielded a 2+ positive reaction with the kell positive cell #3 of biotestcell-p3. Furthermore our quality control tested the retained sample of biotestcell-p3 with different positive and negative controls and samples on tango optimo. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for an instrument malfunction of the affected tango optimo that had an impact on this incident.

Manufacturer narrative:
This is our combined initial and final report on this incident.